Event description:
The customer reported that during a robotic hysterectomy, after the bipolar cord was connected to the electrosurgical unit, energy was released from the bipolar instrument. As a result, an injury to the pt's bowel occurred. The bowel damaged was secured by suture and the planned surgical procedure was completed. The site concluded that the nurse had inadvertently plugged the bipolar cord into the monopolar jack of the generator instead of the bipolar jack. The bipolar forceps were closed at the time, and this triggered the monopolar cut mode of the esu and it began delivering energy. When staff noticed the esu tone and smoke visible on the video display, they shut off the power to the esu. The incident generator is not being returned for eval. The customer is not alleging any malfunction of the generator, and the unit has been returned to use.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.